Event description:
A report was received that the patient's ipg location was uncomfortable. The physician relocated the ipg from the left hip area to the left flank above the buttock. Nothing was implanted or explanted and device malfunction was not suspected. The patient is reportedly doing well following the procedure.